Event description:
It was reported that the plug was pushed inside the machine during the case and that no back-up device was available. The type of device used to complete the procedure is unknown, however, no delay or patient injury/complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned flow valve assembly found that cable connector fitting is cracked but functional. The returned device was tested using a known good compatible controller and wand which was found to perform as intended. The complaint was verified and the root cause was determined to be due to normal wear and tear. Factors which can lead to damage or broken component include: damage sustained to the flow valve unit could have been caused by coming in contact with another portable object/machine or dropping the unit. Normal wear of the device as a result of consistent use over time. There were no indications to suggest the device did not meet product specifications upon release into distribution.